Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse found the reported malfunction. Upon troubleshooting, fse found that system would not power up and the mains supply led and all other leds off. Fse suspect mains interface module has failed. To resolve the problem, fse replaced the m cab fan tray and f4 on np1 and philips implanting the correction and return the part for further analysis and found the malfunction of the psu02. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.